Event description:
This patient in april, 1971 had bilateral breast augmentations using silastic implants. In june, 1991 she developed severe pain in the left breast area as well as numbness and tingling in the extremities and a burning pain in both breast. The patient also suffers from fatigue. The patient had a bilateral periprosthetic with removal of the implants. Both implants were sticky.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. The device was destroyed/disposed of.